Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before the intraocular lens (iol) implantation surgery, the physician noticed that the haptic was damaged. The surgery was not completed and the patient was left aphakic. There was no patient contact.